Event description:
Rn attempting to start 20g right forearm. While advancing, I noticed blood leaking from the catheter at the base of the IV before was fully inserted. I immediately removed the IV and noticed that the catheter was "broken" or had a hole in it. The catheter was removed with the full catheter still attached to the IV base.